Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 501mg/dl, 501mg/dl compared to readings of 222mg/dl, 129mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 501mg/dl, 501mg/dl compared to readings of 222mg/dl, 129mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was attempted to be scanned with evm (evaluation module) and sensor did not scan. Evm was reset and sensor was scanned again. However, sensor did not scan. Sensor data was unable to be extracted. An extended investigation was performed. A visual inspection was performed on the returned sensor and no issue was observed. The returned sensor was further de-cased and visual inspection was performed on the pcba (printed circuit board assembly) using a keyence digital microscope and contamination due to liquid ingress was observed on the pcba. The returned sensor was scanned using the evm and the patch reader and error message was observed. The returned battery was removed and using a dmm (digital multimeter) the voltage was measured to be within specification. The contamination observed on the pcba was attempted to be removed. However, when scanned on the evm again the same error message was observed indicating the returned sensor was not detected by the evm via nfc (near field communication). Communication between the evm and the returned sensor was needed to conduct functionality testing which include accuracy test, poise voltage test, and temperature test. Due to the contamination, these tests were unable to be performed. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.